Event description:
The reporter stated the surgeon had trouble loading a cc4204bf collamer single piece lens into an sfc-25 fp cartridge. The reporter stated the cartridge looked different than the other sfc-25 fp cartridges, the tip was narrower and the back was wider. The reporter stated they changed to a different cartridge lot number and were able to implant the lens with no problem.

Manufacturer narrative:
(B) (4). (Cartridge tip narrower, back wider, than other similar cartridges). Eval, method: cartridge lot number search. Results: a cartridge lot number search was performed and no similar complaints were found. Conclusions: based on the complaint history and the lot number search, an specific root cause of the event could not be determined. (B) (4).